Manufacturer narrative:
The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva 22 ga x 1.00in sp with maxzero were missing clamps. The following information was provided by the initial reporter: it was reported several of the IV's did not have clamps.

Event description:
It was reported that nexiva 22 ga x 1.00in sp with maxzero were missing clamps. The following information was provided by the initial reporter: it was reported several of the IV's did not have clamps.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photographs submitted for evaluation. Bd received two photos. During the visual examination, it was observed that the unit was missing the clamp. The reported issue was confirmed. A missing clamp can occur during the manufacturing process. There is an automated vision system in place that inspects the products during manufacturing and preventative maintenance is regularly performed to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.